Manufacturer narrative:
This supplemental report is being submitted to correct and to provide device evaluation as the device has been returned to olympus. The evaluation could not confirm that the teflon pad was damaged, as the teflon pad was found intact. The proximal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit.

Event description:
Olympus was informed that during an unspecified procedure, the teflon pad came apart on the device. The intended procedure was completed using another similar device. There was no patient injury reported. Olympus followed up with the user facility to obtain additional information via telephone and in writing regarding the reported event, but with no results.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented accordingly. This type of teflon pad damage can result from continuous activation of the output without tissue between the probe and the grasping section.